Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient thought her stim turned off, as they had been having accidents and was not feeling stimulation. Caller stated that yesterday was especially bad as she was absolutely flooded. Caller was asked what made her think stim was off, patient stated she though it was off because she could not feel stim and had return of symptoms. Caller stated now that she connected to the patient programmer (pp) and the ins, she felt stimulation, even though she did not increase stimulation. Patient was told to look at the icon in the upper left corner of the pp. Caller confirmed when she connected she saw the stim on icon. It was reviewed with the patient that confirmed her stim was not off, even though she was not feeling stimulation. Patient had access to pp. Synched with the pp and stim was on, and on program 3 at 2.3v. Patient does not have the ability to change programs or adjust stimulation, as she was told by her hcp to not make any changes to therapy. This was considered a sudden change in therapy symptoms. No further symptoms or complications reported/anticipated.